Event description:
It was reported that this inflatable penile prosthesis (ipp) was not operating as expected. A surgical procedure was performed and it was found that the reservoir migrated from the space of retzius to the pelvis which also caused the patient discomfort. The reservoir was removed and replaced. There were no patient complications reported.